Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bdneedle eclipse 30x1/2 was damaged the patient stated that she tried to put the needle on the syringe and screw it, but the piece in the screw area of the needle was broken, and then the medication was leaking.she stated that she tried to unscrew it, but the medication kept on leaking until there was no medication left in the syringe. The patient stated that she couldn¿t identify where the damage part was, all she remembered is that the damage was at the connector part of the syringe. The syringe that pairs with this needle is the bd syringe barrel, hyoak scf1mll rf prtc7025/65, bd part no. 47204710.

Event description:
The patient stated that she tried to put the needle on the syringe and screw it, but the piece in the screw area of the needle was broken, and then the medication was leaking. She stated that she tried to unscrew it, but the medication kept on leaking until there was no medication left in the syringe. The patient stated that she couldn¿t identify where the damage part was, all she remembered is that the damage was at the connector part of the syringe. The syringe that pairs with this needle is the bd syringe barrel, hyoak scf1mll rf prtc7025/65, bd part no. 47204710.

Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batches. Current control there is a visual inspection on broken cannula catch/cannula lock pin at the safety shield molding in-process inspection; fail hook ID inspection on the eclipse hub molding in-process inspection; activation/locking force functional test, deactivation/unlocking forces functional test and eclipse safety shield inspection at the qa outgoing inspection; and visual inspection of damage pivot pin at the packaging in-process inspection. Actual root cause could not be determined as actual sample was not returned investigation. The complaint will be re-opened and re-investigated when sample is received.